Event description:
Report was received from the USA stating that the device "was not holding the cutters". The device was being used in a tympanomastoidectomy surgery. There was no delay in the surgery as another drill was readily available for use. There were no pt or user injuries reported and no medical intervention required. There was no add'l info provided.

Manufacturer narrative:
The device has not been received by anspach. If add'l info is received, a supplemental report will be sent. (B)(4).